Event description:
A malfunction alarm identified as malfunction code 12 was reported, but there were no notable events leading up to it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump successfully.